Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report should be canceled because it is a duplicate of report 1119779-2026-00133.

Event description:
Report 4 of 5: it was reported that during use of bd max¿ ext enteric bacterial panel, a false positive vibrio patient result with an unusual pcr curve was obtained. Test was vibrio negative upon repeat. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 4 of 5: it was reported that during use of bd max¿ ext enteric bacterial panel, a false positive vibrio patient result with an unusual pcr curve was obtained. Test was vibrio negative upon repeat. There was no report of patient impact.